Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they will be seeing their physician again on (B)(6). Changes were reportedly made to the patient's equipment to resolve the issues. No further complications reported/anticipated.

Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient had to change programs a lot and change the stimulation level in order to feel stimulation since 2017 (1 month post implant). Patient stated at first they could feel it, but then would need to back off because the stimulation was too strong since implant (B)(6) 2017. Patient had to wear pads all the time since 2017 (1 month post implant). Patient stated they were leaking again since 2017 (1 month post implant). Patient stated they were changing programs every 3 days. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. The cause of the stimulation too high was determined to be due to the patient turning the therapy up too high. No further complications were reported or are anticipated.